Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer continued to use the existing cartridge.